Event description:
Pt had a total hip replacement with product on 12/9/87. Pt experienced pain in hip and it was discovered that the poly acetabular liner had failed - liner fractured into several pieces.